Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event involved a 148" (376 cm) appx 18.8 ml, 15 drop primary set w/2 clave, remv 3 gang 4-way clave stopcock, spin luer, 2 ext that the set would not drip out the IV solution. There was no reported patient involvement or patient harm.